Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to dislocation/subluxation revision njr number: (B)(4). Side:l. Primary asa: p2 - mild disease not incapacitating. Product no revised: product ID: phas5506, profemur l classic fixed neck size 3, lot: 1783114, qty: 1.